Event description:
Pt admitted to hospital for removal and replacement of bilateral ruptured breast implants. Original implants placed for cosmetic reasons. Implants were saline outer and silicone inner. Pathology report states left breast implant was labeled corning 200cc.